Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose over 500 mg/dl. The customer's mother stated that the customer had the shakes and stomach cramps, and had been vomiting as well. The customer's mother also stated that the customer uses a quick-set infusion set and last changed his infusion set six days before the event. It was explained to the customer that the reservoir and the infusion set were only meant for a three day use. The customer's mother further stated that just before the event, the customer had put a used battery into his insulin pump and the insulin pump had stopped functioning. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.